Event description:
It was reported to boston scientific corporation that an exalt model d single use duodenoscope was being used during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2021. During the procedure, the screen went black and the exalt scope lost visualization. The physician checked the scope's connection with the controller but was not able to regain visualization. The physician then removed the exalt scope and completed the procedure with a reusable scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.